Event description:
The device does not eject the lancet from the device and reporter has poked his fingers 2 or 3 times using the suspect device. A request was made for the return of the suspect device and replacement product was sent.